Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse determined that the vacuum valves and solenoid shafts were not operating properly. The cse replaced the vacuum valves and the laundry system was working properly. Also, all fluids were aspirating correctly from the cuvettes. The cse ran coefficient of variation and quality controls, which were acceptable. The cause of the discordant, falsely low un result on patient sample was due to a malfunction of the vacuum valves. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low urea nitrogen (un) result was obtained on one patient sample on an advia 2400 instrument. It is unknown if the discordant result was reported to the physician(s). The sample was repeated on an alternate advia chemistry instrument, resulting higher. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low un result.